Event description:
Boston scientific received information that this left ventricular lead displayed pacing impedances of greater than 2000 ohms and loss of capture in all configurations. A lead fracture was suspected. A lead revision procedure was performed where the lead was explanted. The lead was reported to have been in many pieces and will not be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.